Event description:
The customer reported high blood glucose. The blood glucose at the time of the event was not known. The patient woke up with high blood glucose and the unit alarmed no delivery. The current blood glucose level is 278 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).